Event description:
It was reported "patient dislocated constrained insert. Upon revising constrained insert, surgeon noted that the acetabular cup was in 5 deg of retroversion. Femoral stem, exeter, was in 15 to 20 deg of anteversion. Surgeon removed constrained liner, cup, and head, then reamed to 54mm and implanted a psl cluster, 54mm, cup. Three 30mm screws were used for adjunct fixation. After trialing, surgeon implanted a 36mm 0 deg insert and 36mm +5 head."

Manufacturer narrative:
Device not returned, evaluation will be performed. If device becomes available, a supplemental report will be issued.